Event description:
My surgeon used the medtronic infuse during my spinal surgery. This has caused me many problems; such as pain, required me to need another surgery as well as caused issues to my mental health.